Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image and an e315 error displayed. Based on the results of the investigation, it is likely that the following led to the malfunction: the connector plug unit corroded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited an error while connecting to the console during inspection for use. There were no reports of patient involvement.